Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Diet counselor reported patient was found unconscious due to ketoacidosis on (B)(6) 2014 at 6:27 pm. Diet counselor stated the ambulance drove the patient to the hospital where his blood glucose level was 1369 mg/dl. Diet counselor reported patient was given correction with insulin via perfusor, placed in ICU, and then later in the regular unit. Diet counselor stated during the hospital stay patient had an apoplexy and other illness; details were not provided. Diet counselor stated after patient woke up he was released and admitted on (B)(6) 2014 to long term care facility for continued care. Diet counselor reported patient was advised not to use the pump by herself and several doctors because he was barely able to handle pump therapy; patient acted against advice of the medical staff. Requested return of the alleged pump for evaluation.